Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil). The touchscreen was tested; the failure was confirmed. Pil found that the touchscreen failed all flex cable resistance verification testing. Due to this failure in flex cable resistance verification, the touchscreen does not meet its acceptance criteria. The touchscreen is out of specification. D4 - product UDI number is corrected.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that there was misalignment in the touch position. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. A field service engineer (fse) went onsite and attempted to resolve the issue by calibrating the touchscreen, but the issue was not resolved. The fse replaced the touchscreen to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service.